Manufacturer narrative:
The autopulse platform was returned to zoll circulation on 06/03/2013 for investigation. Visual inspection revealed no anomalies. No significant discrepancies were found during archive data review. Investigation was unable to detect any burned or damaged electronic parts inside and outside of the device. Functional testing was performed with passing results. Customer's reported complaint could not be confirmed during investigation. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that while in use on a cardiac arrest patient, the autopulse platform was smoking with loud popping noises. The crew switched to another autopulse platform and all went well. No adverse patient sequelae was reported. Additional information received on 05/29/2013: the crew stated that they smelled something burning and thought it was the AED shocking, but shortly thereafter, determined it to be the autopulse platform in use on a cardiac arrest. They then switched to another autopulse platform and all went well. The popping noises occurred about the same time the smell of smoke was noticed. The crew stated that the popping noises sounded like it was internally with the platform but did not know exactly what or where the noise came from.